Event description:
According to a translation of spanish medical documents received by the initial reporter, the pt had both mitral (29mm) and aortic (21mm) prosthetic heart valves implanted on 5/19/82. Initially, a size 25mm aortic valve was implanted, but "seeing afterwards a tension on the suture, a 21mm valve was finally implanted." On 6/2/82, before being discharged, "the pt presented fever and upon auscultation, a murmur of aortic insufficiency which became bigger and bigger." On 6/3/82 the pt was reoperated upon and a small rupture was found at the level of commissure of the aortic valve, no longer than 2 cm. The aortic valve was replaced with another valve.